Event description:
It was reported that during a procedure to treat a lesion in the left circumflex artery (cx), the balance middleweight (bmw) guide wire was in place across the vessel. An attempt was made to advance the 2.5x12 mm xience xpedition stent delivery system (sds) over the guide wire; however, the sds got stuck on the guide wire 20-30 centimeters before it entered the anatomy, due to the contrast media. Force was applied on the sds to push it further and by doing so the shaft became kinked. An attempt was made to separate the sds from the guide wire by diluting the contrast media with saline, but it did not work; therefore, the xience xpedition sds was retracted from the guide wire with massive force, which resulted in a shaft separation. The stent implant detached from the sds during this separation attempt. After all parts of the separated sds shaft were removed from the guide wire, for testing purposes, an attempt was made to inflate/ deflate the balloon of the sds. A non-abbott sds was advanced successfully over the same bmw guide wire without issue. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. Evaluation summary: the stent delivery system was returned for evaluation. The dislodged stent was not returned. The shaft separation was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the everolimus eluting coronary stent system xience xpedition instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the use of force resulted in the reported shaft detachment and stent dislodgement.